Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the dislodged marker band had been removed from the patient's body.

Manufacturer narrative:
H3. Product analysis findings: the solitaire fr (model: sfr-6-30, lot: a845467) returned for analysis. No bends or kinks were found with the solitaire fr pushwire. No damages were found with the solitaire fr marker coil. Visual inspection showed no irregularities outside of the attachment zone. The solitaire fr stent non-working (tear drop) was found to be broken. The solitaire fr stent middle working and working length struts were found in good condition. However, one of the finger markers appeared to be bent. No other anomalies were observed. The marker coil was cut to send out the solitaire fr stent (as end a and b) for sem (scanning electron microscopy) analysis for failure analysis of the broken struts. Based on the device analysis and reported information, the customer¿s report of separation was confirmed as the solitaire fr stent non-working (tear drop) was found to be broken. However, the root cause could not be determined. Per the sem analysis report, end a: a small area of fatigue cracking initiated from the wire surface is visible. The rest of the fracture failed via tensile overload. End b: multiple fatigue cracks initiated from the wire outer surfaces are visible. The rest of the fracture failed via tensile overload. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Device method, result, and conclusion coding has been updated following completion of analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a solitaire fr stent marker band that was dislodged. The patient was undergoing a procedure to treat an unruptured saccular aneurysm of the middle cerebral artery. Blood flow was normal. Vessel tortuosity was minimal. It was reported that the sfr-6-30 was chosen for the procedure. The solitaire stent was pushed out of the catheter during surgery and it was noted that the marker band was dislodged at the stent's "connection." The device was removed and replaced with another solitaire of the same model to successfully complete the procedure. It was noted that the solitaire and all accessory devices were prepared according to the instructions for use. There were no patient symptoms or complications associated with the event. Stroke onset to reperfusion time was noted to be 6 hours.